Manufacturer narrative:
The reported event of ¿tip and ring section of lead has pulled apart during repositioning¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix assembly was broken/separated from the ring electrode at the distal region consistent with procedural damage. The cause of the reported event was isolated to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, while positioning the right ventricular (rv) lead, the lead became damaged. A new rv lead was used to resolve the event. The patient was stable.